Event description:
The customer experienced a recurring issue of a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for one patient sample. The initial result was 2 miu/ml and was reported outside the laboratory. A new sample was drawn from the patient on (B)(6) 2014 and the result was 400 miu/ml. The doctor called and requested the first sample be repeated. The repeat result was 192 miu/ml and was consistent with the pregnancy status of the patient. The customer was not aware of an adverse event. The hcg+b reagent lot number was 18003903 with an expiration date of 12/31/2015. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions which may have affected the sample quality. The field service representative could not find a cause and could not duplicate the issue. He ran performance testing which was with specifications and verified the mechanism movement checks good. The customer ran controls which were within specifications.'

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided analyzer alarm and performance data, a general instrument issue was not suspected. It was noted the customer was not following the tube manufacturer's recommendations for centrifugation conditions which may have affected the sample quality.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).